Event description:
Hospital advised that the pump alarmed and displayed "system error." The system continued to infuse at the programmed rates. There was no patient consequence. No further information was available.